Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center did not display an image when using the videoscope cable on 180 series scopes, but 190 scopes are not affected. There were no reports of patient harm.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the patient board set (ap/dr) board. Additionally, the cause of the failure is likely to have been caused by stress from heat and humidity affecting the circuit board. Olympus will continue to monitor field performance for this device.